Manufacturer narrative:
It was reported that the marker band of the marksman microcatheter dislodged from the catheter and remained inside the patient¿s body. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. The device was returned as part of this investigation. Analysis found no defect with the returned marksman microcatheter that would have contributed to the event; therefore the reported marker band dislodged could not be confirmed. The marksman catheter total and usable length were measured and found to be within specifications. No damages were found with the marksman hub. No bends or kinks were found with the marksman catheter body. No damages or irregularities were found with the marksman distal marker/tip. Upon microscopic inspection, the marker band was found properly attached, there was no exposed wire, and the marker band was not exposed. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman has been returned and evaluation is in progress. A follow-up MDR will be submitted when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that marker band dislodged from the catheter. It was reported that an image taken after the procedure was completed showed that piece of a metal remained in the patient's body. The patient was undergoing thrombectomy treatment to acute ischemic stroke (ais) when the event occurred. The device prepared according to the instructions per the IFU. The catheter was hydrated per the IFU. There were no patient symptoms or complications in association with this event. There is no further intervention planned.